Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (component codes and investigation conclusions), h11. Corrected fields: h6 (investigation findings). A getinge field service engineer (fse) stated that the fault resolved after replacing the safety disk (d997-00-0985-15) and drive valve assembly (d104-00-0018). The instrument started up and operated normally, and the functional test was normal. It was then delivered to the user.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that cs100 intra-aortic balloon pump (iabp) automatic inflation failure at startup. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: e1 (initial reporter).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4 (unique identifier (UDI) #). A getinge field service engineer (fse) stated that the fault can be eliminated after replacing the valve group. Due to the high price, the customer does not want to repair it for the time being, and the inspection form cannot be provided. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.